Event description:
It was reported the patient complained of discomfort at her scs ipg site. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified that on (B)(6) 2015 the patient had her scs ipg moved to a more comfortable location. Stimulation was turned on postoperative and the patient was reportedly satisfied with the results from the procedure.